Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: (B)(4) lead, implanted: (B)(6) 2016. (B)(4).

Event description:
It was reported that during post operative procedures, the patient's left ventricular (lv) lead dislodged and had high thresholds. The lead was reprogrammed. It was noted that the lead would be re-positioned at a later date. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.